Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified circumflex artery. During introduction of a 3.50 x 12 synergy drug eluting stent, the stent was released inside the guide catheter. The catheter and stent were removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the stent was partially detached as it passed through the hemostatic valve.

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified circumflex artery. During introduction of a 3.50 x 12 synergy drug eluting stent, the stent was released inside the guide catheter. The catheter and stent were removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.